Event description:
As reported. One 6/7 mynxgrip vascular closure device (vcd) had the balloon rupture. There was no reported patient injury. The failures occurred during use in the patient and did not involve the same patient or procedure, as they occurred in two separate patients. The procedure performed was a peripheral intervention using a retrograde approach, and the deployer was mynx certified. A 6f non-cordis sheath introducer was used. The femoral artery was verified as suitable via angiography, with vessel diameter =5 mm, no tortuosity, and no peripheral vascular disease or calcium at the puncture site. Hemostasis was achieved with manual compression for approximately 30 minutes. The device was stored and prepared according to instructions for use, with no prior pta, stent, or vascular graft present. The balloon lost pressure at the second stop. No visible damage was observed at the distal end of the sheath after removal. The user confirmed complete shuttling with no resistance or unusual force applied, and the advancer tube was not engaged or visible. The device is not being returned for evaluation, however 8 out of 10 sterile devices will be returned.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.